Manufacturer narrative:
Due to safe harbor deidentification rules with the registry data owner (accf), data in the event date field is limited to the year only. (B)(6) of the given year was used to capture this. No further information is available for these events, as the user facility is unknown.

Event description:
It was reported that the following events occurred cardiac arrest, death at discharge, cause: acute myocardial infarction.